Manufacturer narrative:
Qn# (B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
On 05-jul-2024, palette life sciences received a notification from [patient's family member] "the [patient] underwent a solesta procedure on (B)(6) 2024 for the treatment of fecal incontinence. The [patient] received four injections in the rectum, and this was the first time the [patient] had ever received solesta. The [patient] has been experiencing fecal incontinence for approximately one year. [Patient's family member] mentioned that when the [patient] gets up in the morning, feces "comes out" and "goes on the floor." The feces was described as "a bit soft," but not watery like diarrhea. Despite the solesta procedure, the [patient's] fecal incontinence continues. The [patient's family member] stated that the event started on (B)(6) 2024, after the solesta procedure, but with greater frequency since the procedure. The fecal incontinence typically occurs when the [patient] gets up in the morning and has occurred four times at the time of this report, once daily since the [patient] received solesta, except on (B)(6) 2024." The [patient's family member] reported that the [patient] is following a high-fiber diet and taking fiber powder post-procedure. The reporter was advised to contact the patient's physician for further consultation. Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report. The patient's current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. UDI number unavailable as complainant did not report a lot number.

Event description:
On 05-jul-2024, palette life sciences received a notification from [patient's family member] "the [patient] underwent a solesta procedure on (B)(6) 2024 for the treatment of fecal incontinence. The [patient] received four injections in the rectum, and this was the first time the [patient] had ever received solesta. The [patient] has been experiencing fecal incontinence for approximately one year. [Patient's family member] mentioned that when the [patient] gets up in the morning, feces "comes out" and "goes on the floor." The feces was described as "a bit soft," but not watery like diarrhea. Despite the solesta procedure, the [patient's] fecal incontinence continues. The [patient's family member] stated that the event started on (B)(6) 2024, after the solesta procedure, but with greater frequency since the procedure. The fecal incontinence typically occurs when the [patient] gets up in the morning and has occurred four times at the time of this report, once daily since the [patient] received solesta, except on (B)(6) 2024." The [patient's family member] reported that the [patient] is following a high-fiber diet and taking fiber powder post-procedure. The reporter was advised to contact the patient's physician for further consultation. Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report. The patient's current condition is unknown.